Event description:
The portex spinal 25 gauge whitacre tray was used to set up delivery of spinal pain relief for an ob/ld patient. When the bupivacine ampule from the kit was used, it did not provide any pain block. Another tray was obtained and the bupivacaine from it was used - again, no block. The area accessed was the spinal area as spinal fluid return was evidenced. We are concerned that the bupivacaine in the kit might not be potent/effective as it should be.